Manufacturer narrative:
D6; device returned with no lot ID.

Event description:
The device was used during a low anterior resection. On the second fire the instrument broke. New instrument was opened to finish the case. There was no consequence to the pt.